Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) counts. The patient was admitted to the hospital to have the set screw checked. A few days later, another lead integrity alert (lia) was triggered for high pacing impedance. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.